Event description:
Home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient woke up in a "pool of liquid", shortly after the home patient found a leak in the patient line tubing of the homechoice set. The technical service center assisted the home patient in ending their therapy early. The home patient completed their therapy manually. Per the home patient, no patient injury or medical intervention was associated with this incident.